Event description:
I flow rec'd a report stating, fast flow, infused in 1.5 hrs instead of 3 hrs. No pt adverse event occurred. Pump was filled with 350ml, medication solumedrol, flow rate 100ml/hr. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was not reviewed. The sample was not returned by the customer to I flow for eval. Flow rate accuracy testing was performed on retained samples from the reported lot and determined that the flow rates were within specification. The directions for use (dfu) (1303045, rev. G) contains a statement: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal."